Event description:
It was reported that the 9600+ system had a high rad output. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Adjusted files in the ma limit editor and identified the need to replace the x-ray regulator pcb. Pcb replaced and system performed as intended. Returned to service.